Event description:
It was claimed by the customer staff that the citadel plus bed frame was damaged. One of the side rails was broken off. There was no allegation that the bed was in use at that time. No harm was reported.

Manufacturer narrative:
It was claimed by the customer staff that the citadel plus bed frame was damaged. One of the side rails was broken off. There was no allegation that the bed was in use at that time. No harm was reported. The customer was visited the same day and the bed frame was replaced as one of the side rail panels was mechanically damaged, it was detached from the side rail mechanism (screws holding it were ripped off). The citadel plus bed frame is equipped with eight width extensions (four on each side of the bed) designed to adjust the width mattress support surface. Based on the photographic evidence provided, the side rail damage may occur due to collision between the side rail panel and one of the width extension sections which allow to extended the width of the bed. When one section is extended but not the other, and when the side panel is in use, the side panel may hit one of the sections causing damage. The citadel plus instruction for use (831.374) instructs user to ¿make sure all eight width extension sections are extended. Using the bed without all extensions in the same position may cause damage to the bed as well as create an unsafe condition.¿ please also note that the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. To conclude, the side rail was damaged and from that perspective, the citadel plus bed did not meet the performance specification. There was no allegation that the bed was in use at that time. No injury was reported. The complaint was decided to be reportable due to the side rail panel detachment.

Manufacturer narrative:
The customer's allegation was confirmed during the pick-up of the bed frame. One of the side rail panels was mechanically damaged, it was detached from the side rail mechanism. The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Event description:
It was claimed by the customer staff that the citadel plus bed frame was damaged. One of the side rails was broken off. The bed was in use. No harm was claimed.